Event description:
During receiving/unpackaging, it was reported that after opening the implant ct3111 the driver was twisted and did not fit into the implant and it was impossible to place the implant. The sterile package of the implant tsvtb10 was damaged and the implant was not placed.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvtb10 (implant, tsv, 3.7mmd, l0mml, fully textured, microgrooves) for evaluation. Visual evaluation was performed. Implant shows some minor signs of use/wear but no malfunction detected. Packaging was not returned. DHR review was completed for the subject lot number 1244469. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR.complaint history review was performed for the reported lot number 1244469 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : damaged or un-sealed sterile barrier. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction could not be verified. The implant shows some minor signs of use/wear but no malfunction detected. Packaging was not returned for assessment. The reported event is non-verifiable as the conditions of the product / packaging when delivered to the customer are unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.